Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was replaced, and the cpu cmos was reconfigured. The system ws tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had intermittent communication failed errors. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.